Manufacturer narrative:
Calibration was last performed on 12-apr-2024 with acceptable results. Qc was out of the acceptable range on 07-may-2024 at 4:11 p.m. A "sample short" alarm was observed on the alarm trace data from (B)(6)2024. On 08-jul-2024 the field service engineer (fse) performed a photomultiplier voltage adjustment. On 10-jul-2024 the fse replaced the measuring cell. After adjustments, instrument performance testing was acceptable. On 22-aug-2024 dirt and dust were observed on the surface of the instrument. On 17-sep-2024 the fse cleaned the instrument. The fse collected dust samples from the instrument. The dust samples were provided for investigation where it was confirmed the dust contained estradiol. The most affected origin is the air conditioning (ac) system above the instrument. The ac system aspirates ambient air, which often contains contaminated particles, including analytes such as estradiol. These particles accumulate in the ac filters and vents. At high concentrations, these contaminated dust particles, which have accumulated on the filters and vent surfaces, are blown back into the laboratory environment. This redistribution of dust leads to the contamination of sample material and assay cups. The investigation determined the event was due to a contamination issue due to the environment in the customer's laboratory.

Event description:
The initial reporter complained of qc and patient sample issues for elecsys estradiol iii (estradiol iii) on a cobas 8000 e 801 module. Discrepant results were provided for 1 patient sample. The initial result was 132 pmol/l. The repeat result was 489 pmol/l. The customer is repeating all patient samples in duplicate.

Manufacturer narrative:
The estradiol iii reagent lot number was 753047 with an expiration date of 30-nov-2024. On (B)(6) 2024 the field service engineer (fse) replaced pinch tubings, decontaminated the procell syringe line and checked the alignments for prewash, the reagent probe, and reservoirs. The gear pump head pressure was acceptable. The fse completed air purges, reagent primes, and liquid flow cleaning (lfc). The instrument check passed. The investigation is ongoing.

Manufacturer narrative:
Discrepant estradiol iii results were provided for an additional patient sample (patient 2) tested on (B)(6) 2024: the initial result was 18.4 pmol/l. The repeat result was 1062 pmol/l. The questionable result was not reported outside of the laboratory. The customer is running all patient samples in duplicate.